Manufacturer narrative:
This lead was not returned for evaluation as it remains implanted however based on the available information, boston scientific concluded that the clinical observations are a known inherent risk of the product.

Event description:
It was reported that almost six months post implant this right atrial (ra) lead had to be repositioned due to sensing issues. Surgical intervention was performed and the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.